Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
Customer reported a missed anti-e for a sample tested on the galileo using the 4 cell screening assay. This patient has a history of a previously identified anti-e. The sample was not re-tested on the galileo.

Event description:
It was reported that the pulse generator exhibited back-up mode. The device was replaced.